Manufacturer narrative:
The reported shocking sensation was not confirmed. Analysis of the returned paddle lead found it was returned in multiple segments and was severely damaged all a result of the explant procedure. The report stated that bone appeared to have grown on the lead tails and that as a result explant was extremely difficult.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02956. It was reported the patient stopped using their system approximately six months ago due to over stimulation and in turn the system was explanted. During the procedure it was noted that the bone appeared to have grown on the lead tails and the lead wiring was exposed along a portion of the lead tail.